Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV blood tubing set had debris located in the filter. This was noted while priming the tubing, and was not used with a patient.